Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp) the physician had difficulty positioning the cannula to the target tissue, because the elevator raiser would not extend fully to 90 degrees angle. As a result, the procedure was prematurely terminated and the pt was referred to another facility. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of elevator raiser not fully angulating. The forceps raiser was confirmed to reach a full 90 degree angle. Additionally, there was no difficulty detected in passing accessories through the instrument channel. The device was tested using both biopsy forceps and a disposable cannula, and no problem was detected. During the evaluation, a leak was noted at the control body unit, but there was no fluid invasion noted in the switch unit or control body, and this finding would not likely cause or contribute to the reported phenomenon. The cause of the user's experience could not conclusively be determined. This report is being submitted as an MDR in an abundance of caution.